Event description:
It was reported that the device was incorrectly reporting ¿high pressure¿. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
(B)(6) one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump¿s downstream occlusion (dso) sensor was tested and found to be activating out of specification. The root cause was unknown. The dso sensor was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.